Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. One unused trima disposable set was received by terumo bct for investigation in relation to an alarm received during the disposable pressure test. Initial visual inspection confirmed both the white pinch clamps on the donor line and the sample bag line were in the closed position. Additionally, the yellow pinch clamp on the auto pas line was noted to be in the closed position. Further inspection confirmed the sample bag was received inflated. Which could be related to the white pinch clamp not being closed when prompted during the pressure test permitting air to enter the sample bag. Both white pinch clamps were opened, and the air was expressed form the sample bag. The tubing set was subsequently loaded on to a trima device where it passed all loading and pressure tests and procedures to the ac prime prompt screen. In summary, the disposable had been assembled correctly. Corrective action: an internal CAPA has been initiated to evaluate the sidewall pinch clamp. Investigation is in process. A follow-up report will be provided. This report was filed beyond the 30-day timeframe due to an internal processing error. An internal CAPA has been initiated to address the issue.

Event description:
The customer reported that the disposable set failed the pressure test on a trima device. It was reported the set drew in air. No patient (donor) was connected at the time of the event, therefore, no patient information is known. EU personal data protection laws are in effect for this event.

Manufacturer narrative:
Correction: trima field action 35 has been initiated to notify all trima users of a potential safety hazard occurs if the system displays an alert and instructions are not observed and followed. Terumo bct is taking corrective action by reminding all users of the action to be taken to mitigate this risk. Alerts and instructions are presented to the operator if the sample bag inflates. Terumo bct instructs all trima users to provide supplementary training and to continue to use the trima accel system in accordance with the operator¿s manual. Updated corrective action: an internal CAPA has been initiated to evaluate the sidewall pinch clamp and air in the sample bag. Root cause: specific root cause could not be definitively determined for this incident. Possible causes include: a clamp malfunction where the clamp skews to the side as it is closed, or the clamp does not fully occlude the tubing when closed due to interference between the clamp and the tube. Additional contributing factors could be related to user interface, where either the sample bag clamp was not closed at the system prompt or the clamp was closed but it was skewed on the tubing enabling a portion of the tubing to allow air to pass.